Manufacturer narrative:
The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the #2 cutter was not cutting properly and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher device, serial number (B)(4) was not performed. The customer decided to choose to replace it with new equipment as the device was 19 years old and dispose of the old device. Repair of the skin graft mesher was performed not by zimmer biomet surgical on since the device was not returned and customer decided to purchase a new device. The reported event was non-verifiable since the device was not returned for evaluation as the customer decided to purchase a new device. The root cause of the reported event cannot be specifically determined with the provided information since the device was not returned for evaluation as the customer decided to purchase a new device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had a bent guard. There was no patient injury but the problem with mesher was that it damaged the graft when put through the device. The surgeon had a difficult time placing the graft due to the bent guard causing issues with donor graft. No adverse events were reported as a result of this malfunction.